Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 87 09sc, lot# n296393007, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-jul-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient that was receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/ spinal cord disease. It was reported the patient was in the intensive care unit with increased spasticity. The event date was unknown. It was noted the distal portion of the patient's catheter was coming out of the it space but not the proximal section. Caller stated via the programming it states the catheter is an 8780 so caller was wondering if there could be a programming error with the catheter but after tss reviewed some information caller did not want any additional catheter information. Caller also declined the itb emergency procedures that tss recommended caller have.